Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a missing red alignment dot on the connector. A functional evaluation revealed a jammed motor/blade stall error. The complaint was confirmed. Factors that could have contributed to the reported event include wear and tear from cleaning and sterilization methods and the chemicals involved over a period of time. Please refer to the dyonics handpieces instructions for use for recommendations on proper cleaning and sterilization processes.

Event description:
It was reported that the motor drive unit plug was defective. No patient involved. Results of investigation have concluded the mdu revealed a jammed motor/ blade stall; therefore, makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.